Event description:
It was reported that mold was found on the outside of 50 105"admin set 20dp w/filter 2ysites clmp packaging units. The following information was provided by the initial reporter: "an administration set model b2-70072-f lot 17055890 were 6 months outside of the expiration date some were showing mold on the outside of the packaging. Operator n/a. Medication none. No patient involved. Patient not harmed (B)(6) 2019."

Manufacturer narrative:
H6: investigation summary: sample or photos were not provided by the customer, the contamination failure mode could not be confirmed on the model b2-70072-f. Root cause could not be determined since the failure mode was not confirmed (contamination - mold on the outside of the package). A device history review was conducted for lot number 17055890 no qns were found in the reported lot.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.(B)(4).

Event description:
It was reported that mold was found on the outside of 50 105"admin set 20dp w/filter 2ysites clmp packaging units. The following information was provided by the initial reporter: "an administration set model b2-70072-f lot 17055890 were 6 months outside of the expiration date some were showing mold on the outside of the packaging. Operator n/a. Medication none. No patient involved. Patient not harmed. (B)(6) 2019."